Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to deliver insulin through the tubing during a cartridge change on an ilet system, receiving ¿unable to proceed¿ messages despite correct connections and repeated press-and-hold attempts; subsequent inspection identified a bent needle in the cartridge-to-tubing connector, and replacement of the connector resolved the issue, with education provided on priming volume and setup. Symptoms included hyperglycemia with a highest reported blood glucose of 313 mg/dl for approximately three hours. Outcomes included no medical intervention, no ketone testing, no back-up therapy use, no assistance required, and no immediate health effects, with blood glucose trending downward after the connector was replaced and the infusion set was completed. Investigation included case assessment and troubleshooting with dry-run priming, component inspection, and coaching on infusion set and cartridge procedures. Investigation of this case revealed a mechanical connection failure due to a bent connector needle preventing insulin flow, consistent with an infusion set and cartridge delivery problem at the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and component damage leading to impaired insulin delivery.